Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No frozen screens were noted. Unable to verify weak battery alarms due to keypad anomaly. Insulin pump received with missing back address/serial number label and end cap sticker. Insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated her insulin pump froze during a bolus and after she changed the battery, the insulin pump's keypad was nonresponsive. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.